Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a questionable pump stop, and the reason was unknown log files would be submitted for suspicions of driveline disconnect or a short to shield. Log files were submitted for review which captured low flow events. It was noted by tech services that the patient may have been symptomatic and a computed tomography (CT) angiography or echocardiogram (echo) was performed to confirm presence of an obstruction in the ventricular assist device (vad) circuit. Continued monitoring of the patient was recommended. It was also noted a controller clock corrupt message was showing in the log files due to the backup battery not being installed. When the battery was installed, the clock and dates were re-set. It was additionally reported that a system controller exchange was performed and log files from prior to the exchange were submitted for review. Log files captured a driveline disconnect event on (B)(6) 2025 at 05:22:44. Prior to the driveline disconnect there were 3 low power advisories due to normal battery depletion. Power was disconnected from the system controller leads on (B)(6) 2025 at 06:43:52 and no external power events were captured. The backup battery (ebb) powered the controller from 06:43:52 to 14:08:00. After the 14:08:00 time stamp the ebb was drained and the controller clock was reset to the default time stamp. It was additionally reported that the patient had seizure-like activity, followed by a period of apnea and unresponsiveness. The patient received cardiopulmonary resuscitation (CPR) in the nursing facility, followed by 3-4 more episodes of CPR in the outside hospital (osh) with unknown total CPR time. The patient was reported to have "pump stop" alarms, "driveline disconnect" alarms, and "low flow" alarms. The patient's spouse exchanged the system controller, and all alarms reportedly resolved except for "low flow" alarms and "replace backup battery" alarms. The system controller exchange was performed more than hour into the patient's "episode". A CT scan of the head and an echo was performed due to continued low flow alarms at the osh in addition to the patient being intubated with pressor support. At the time of the echo the low flow alarms had resolved. The patient had a history of extrinsic outflow graft obstruction (eogo) with stent placement (MFR # 2916596-2024-02939). A chest CT angiogram was also performed which showed stable appearance of lvad outflow tract graft and stent, with some mural thrombus within the graft similar to the prior exam. No high-grade stenosis was identified. Some mass effect upon the right ventricle by the graft was stable. The patient was transported to the implanting center via life flight. Once at implanting center, it was determined that patient's system controller did not have an ebb installed. This was replaced with a new ebb. Logfiles were obtained and the patient was taken to cath lab where an impella rp flex was placed for right ventricular support. The patient remained in critical condition. But did not appear to be neurologically intact. The head CT was negative. Obstruction of outflow graft from eogo does not appear to be the inciting issue. Logfiles had only been partially helpful because the original system controller showed that it ran on ebb until the battery fully depleted and then the time reverted to (B)(6) 2000. Following the system controller exchange, the back-up system controller showed signs of being tampered with and did not contain its ebb. This also resulted in inaccurate time codes, in addition to the multiple stories received from two other facilities and a life flight transport team. The patient's pressors were discontinued on (B)(6) 2025 and the impella was removed on (B)(6) 2025. The patient remained intubated and unresponsive, with no gag reflex and pinpoint pupils bilaterally. The patient has no purposeful or non-purposeful movement. Given the neurological findings, the patient's prognosis was poor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of neurological dysfunction and right heart failure, as well as the reported patient outcome, could not be conclusively established through this evaluation. Review of the submitted log files confirmed a driveline disconnect alarm and subsequent pump stop event. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account indicated that the patient's spouse performed a system controller exchange. Review of the log files also confirmed multiple low flow hazard alarms following the system controller exchange; however, a specific cause for these alarms could not be conclusively determined. The system controller event log files from (B)(6) contained relevant events from (B)(6) 2025, per the timestamps. On (B)(6) 2025, a driveline disconnect alarm and subsequent pump stop was captured. This event appeared consistent with the driveline being physically disconnected. The driveline was disconnected for the remainder of the file. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files while the driveline was connected. The system controller event log files from (B)(6) contained events from (B)(6) 2025. Additional events prior to this timeframe were also captured; however, the system controller clock was corrupt during these events. Events associated with the driveline connection to (B)(6) were overwritten by newer incoming events, per design. Due the corrupt timestamps and overwritten events, the exact length of time in which the pump was stopped due to the driveline being disconnected from (B)(6) is unknown. Multiple, transient low flow hazard alarms were captured prior to the system controller clock being synchronized on (B)(6) 2025. Additional, transient low flow hazard alarms were captured on (B)(6) 2025. A driveline disconnect alarm was also captured on (B)(6) 2025, consistent with the removal of device support following the patient's death. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files while the driveline was connected. The account indicated that an autopsy was not performed. It was also noted that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related) and right heart failure. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this chapter provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 4 of the IFU, ¿heartmate touch¿ communication system¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard and driveline disconnected alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.